Event description:
The facility representative reported an infusion pump with depleted batteries. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of depleted batteries was confirmed. The device was evaluated at the customer's facility in late 2006. The batteries were replaced due potential damaged. This issue is currently being investigated. Review of the compliant history reveals similar reports have been received for this product for the reported issue.